Manufacturer narrative:
The insulin pump was received with blank display due to a corroded battery tube. The unit was unable to perform the self test along with the idle current, run current, off no power, unexpected restart error, basic occlsuion, occlusion, prime/compromised force sensor system, no delivery, and displacement tests due to the blank display. The blank display anomaly also prevented verification of the low battery alarm. The unit had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the batteries will not last 24 hours in the insulin pump; the batteries are being depleted quickly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the low battery alarm. The customer received a replacement battery cap but that did not resolve the battery depletion issue. The insulin pump was returned and replaced.